Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support helped the customer reset the pump, after which the malfunction did not recur. The customer was advised to contact support if the issue happened again and was allowed to continue using the pump.